Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced bone loss. As a result, an unknown zimmer implant had to be removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown implant was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, vents, and collars. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The bone loss event was confirmed through inspection of the provided x-ray. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Entered evaluation codes. Added manufacturer narrative.